Event description:
During installation and routine testing of machine by datex-ohmeda field service representative, it was noted that the flush regulator could not be calibrated. There was no patient involvement. Datex-ohmeda's investigation into the reported occurrence is still ongoing.